Event description:
Reporting status: malfunction. Reporting rationale: an expired stent has the potential to cause or contribute to patient injury. Device issue: expired stent. It was reported via a trial that the 2.5 x 28 mm xience v stent was implanted in the mid left anterior artery descending was used after the 12/15/2009 expiration date. The patient was discharged on (B)(6) 2009. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: product performance engineering reviewed the incident information. The product and its packaging were not returned; therefore, the expiration date on the specific product labels could not be confirmed. However, after reviewing the lot history record and verifying the reported stent serial number against the product labeling report for this lot, it was confirmed that this particular device was expired at the time of use, which is 365 days from the date of manufacture (12/16/2008), as specified in the product specification at the time this lot was manufactured. This confirms that the product was labeled correctly and based on the reported information, the product was used 14 days past the labeled expiration date. The expiration date of the product is important for the sterility, efficacy and performance of the device. It should be noted that the xience v instructions for use states: do not use after the (use by) date. Although the product used in this case was expired (labeled with 1 year shelf-life), the commercially available product manufactured today currently has an approved shelf life of 2 years. In this case, there is no indication of a product quality deficiency. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records (ncmr) for this lot that could have contributed to this complaint and there have been no other incidents reporting use after expiration date or use error for this lot. Although the exact cause of why the product was used after expiration cannot be determined from the reported information, it appears that use error likely contributed to the reported complaint.